Event description:
In early 2009, the patient reported that for the past few weeks, his infusion sets have been falling off of his skin resulting in elevated blood glucose. He stated that his blood glucose has been elevated to the low 300 mg/dl range. His normal blood glucose range is 90-160 mg/dl. He states that he changes the infusion sites every 3 days, and he is not using any new lotions on his body. He stated that the infusion sites do not appear to be damaged. He was sent information on infusion site management and sample infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the tissue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.